Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: 2030404-2017-00004. During a right ventricular outflow tract ablation procedure, a cardiac perforation occurred. Upon removal of the catheter and sheath at the end of the procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. No treatment was necessary and the patient was transferred to the cardiac care unit in stable condition. There were no performance issues with any sjm device.